Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s grandfather reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 419 mg/dl at the time of the incident. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high-pressure test. The customer stated that they just had dinner so the blood glucose was high. It was reported that they were unable to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.